Event description:
On (B) (6) 2010, the patient was implanted with a gore tag thoracic endoprosthesis to treat a patent ductus arteriosus (pda). The physician had difficulty advancing the 24 fr gore introducer sheath with silicone pinch valve through the left femoral artery. The gore tag thoracic endoprosthesis was advanced from the internal iliac artery bifurcation proximally without the introducer sheath. The device was implanted successfully and the introducer sheath was removed. Post-removal, the physician found the intima of the left femoral artery was damaged and was replaced with a 6mm eptfe graft. The patient tolerated the procedure. No other complication was reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results code - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The diameter of the femoral artery was 7mm. According to the gore introducer sheath with silicone pinch valve instruction for use (IFU), the outer diameter of the 24 fr gore introducer sheath with silicone pinch valve is 9.1mm. The IFU states that the user should ensure the vessel is of adequate size and appropriate for the insertion of the introducer sheath. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient, including death may result.